Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00128: driver.

Event description:
While implanting a acutrak mini screw into the patient, the surgeon used a 1.5mm cannulate driver. While in use, the driver tip broke off and was lodged in the screw head and could not be removed; it remains implanted in the patient.